Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system generated the remote alert: "rmt - pos: unintended movement of table longitudinal detected during post". Upon troubleshooting, the philips remote service engineer (rse) found that the event was reported during manual proactive monitoring by the igt remote monitoring team, based on remote alerts generated by the system (error entries in the event log), and was not experienced or reported by the customer. The rse inspected the system remotely, monitored system behavior but the unintended table movement could not be reproduced during the initial checks. The rse could not confirm the actual cause of the malfunction as the issue did not appear in the following checkups. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system detected an unintended longitudinal movement of table during the power-on self-test. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.